Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up to a system error, however a display screen problem could not be verified. It was also noted that when doing a reconfiguration of the hard drive, the programmer went into a continuous boot and the process could never be completed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a display malfunction. No patient involvement or complications were reported as a result of this event.